Manufacturer narrative:
An event of a deformed deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 22mm amplatzer septal occluder was selected for implant. During implantation, the device deformed into a cobra shape. A new 22mm amplatzer septal occluder was successfully implanted. No patient consequences were reported.